Event description:
It was reported that this right ventricular (rv) lead helix was damaged during implant, due to being over tightened or possible tissue contamination in the helix mechanism. Subsequently, high capture thresholds, no stimulation, and an exit block was noted. The rv lead was not implanted as a fracture was alleged, and was returned. A different lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The lead will be returned, upon return and analysis this investigation will be updated.

Event description:
It was reported that this right ventricular (rv) lead helix was damaged during implant, due to being over tightened or possible tissue contamination in the helix mechanism. Subsequently, high capture thresholds, no stimulation, and an exit block was noted. The rv lead was not implanted as a fracture was alleged, and will be returned. A different lead was implanted. No adverse patient effects were reported.